Event description:
It was reported that during a laparoscopic hepatectomy, an error 5 was displayed during use. When the device was cleaned with the gauze, the blade was broken off outside the patient. No pieces fell into the patient. The device was used for the liver. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.